Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 09/14/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue.